Event description:
It was reported that the patient dislocated one day after the primary surgery. Upon revising, it was noted that the proximal humerus had fractured, causing the uncemented stem to destabilise move distally, creating instability in the joint construct. The patient prior to primary procedure had significant bilateral bone loss on both the glenoid and proximal humerus. Custom glenoid was required, and fracture stem used. No further information is known.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110031428, +3mm thickness 40mm diameter bearing, lot # 65592541. Catalog #: 110031399, mini standard thickness +0mm taper offset 40mm diameter humeral tray, lot # 66421181. Catalog #: 12-113558, compr 8mm hum fract stem pps, lot # 65758088. G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) stem. Updated: b4, b5, d2, g3, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.